Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during induction of anesthesia for thoracotomy a cvc was placed sonographically into the right subclavian vein (means, without bone contact of the needle). The needle hub detached from puncture needle after successful vein puncture when the syringe was disconnected from puncture needle and before the seldinger wire guide was inserted. As a result, a new cvc set was used. The patient was not harmed or injured."

Event description:
The complaint is reported as: "during induction of anesthesia for thoracotomy a cvc was placed sonographically into the right subclavian vein (means, without bone contact of the needle). The needle hub detached from puncture needle after successful vein puncture when the syringe was disconnected from puncture needle and before the seldinger wire guide was inserted. As a result, a new cvc set was used. The patient was not harmed or injured."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The photo displayed an introducer needle containing obvious signs of use. The needle hub appeared separated near the distal end, causing the cannula to detach from the remaining portion of the hub. A device history record review was performed and no relevant findings were identified. The customer report of a broken and separated needle hub was confirmed by complaint investigation of the customer-supplied photo. The distal portion of the needle hub was separated. A device history record review was performed with no relevant findings. Based on the condition of the observed needle, design likely caused or contributed to this event. A CAPA has been initiated to further investigate this issue.

Event description:
The complaint is reported as: "during induction of anesthesia for thoracotomy a cvc was placed sonographically into the right subclavian vein (means, without bone contact of the needle). The needle hub detached from puncture needle after successful vein puncture when the syringe was disconnected from puncture needle and before the seldinger wire guide was inserted. As a result, a new cvc set was used. The patient was not harmed or injured."

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The photo displayed an introducer needle containing obvious signs of use. The needle hub appeared separated near the distal end, causing the cannula to detach from the remaining portion of the hub. A device history record review was performed and no relevant findings were identified. The customer report of a broken and separated needle hub was confirmed by complaint investigation of the customer-supplied photo. The distal portion of the needle hub was separated. A device history record review was performed with no relevant findings. Based on the condition of the observed needle, design likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Corrected data: section h.10.- correction is as follows: the actual device was not returned; however, the customer provided one photo for evaluation. The photo displayed an introducer needle containing obvious signs of use. The needle hub appeared separated near the distal end, causing the cannula to detach from the remaining portion of the hub. A device history record review was performed and no relevant findings were identified. The customer report of a broken and separated needle hub was confirmed by complaint investigation of the customer-supplied photo. The distal portion of the needle hub was separated. A device history record review was performed with no relevant findings. Based on the condition of the observed needle, design likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.